Event description:
It was reported that the patient had the dynaflex penile prosthesis was removed on an unknown date due to unknown reasons. Another manufacturer's device was implanted that was removed and replaced with an ams ambicor penile prosthesis on (B)(6) 2018. No further information is available.